Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia I and follicular cyst of ovary. Concurrent conditions included lower limb wound, necrosis skin, lupus erythematosus and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (davinci robotic total hysterectomy - scip, left salpingo oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus and cervix with bilateral fallopian tubes and left ovary: cervix: focal cervical intraepithelial neoplasia grade 1 (cin-1) at the transformation zone. No evidence of high-grade cin. Myometrium: leiomyoma¿s, largest 1.4 cm. Endometrium: proliferative phase pattern without atypia. Ovary: cystic follicles fallopian tubes: no pathologic abnormality. Ultrasound scan - on an unknown date: abnormal uterine bleeding, pelvic pain, fibroids,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical intraepithelial neoplasia I and follicular cyst of ovary. Concurrent conditions included limb injury, necrosis skin, lupus erythematosus and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (davinci robotic total hysterectomy - scip, left salpingo oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus and cervix with bilateral fallopian tubes and left ovary: cervix: focal cervical intraepithelial neoplasia grade 1 (cin-1) at the transformation zone. No evidence of high-grade cin. Myometrium: leiomyoma¿s, largest 1.4 cm. Endometrium: proliferative phase pattern without atypia. Ovary: cystic follicles. Fallopian tubes: no pathologic abnormality. Ultrasound scan - on an unknown date: abnormal uterine bleeding, pelvic pain, fibroids,. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.